Event description:
Per the customer, the same patient was treated with tpe using membrane technology following these events and they did not have any coagulation issues. They used prismaflex with predilution. The hospital ICU continues to treat many covid19 positive patients on optia devices with no further complications.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per the investigation, there is no concern for hemolysis for this event. The device history record was reviewed for this lot. There were no issues noted that would have contributed to the hemolysis experienced by the customer. The run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint confirmed the occurrence of two ¿cells were detected in plasma line from centrifuge¿ alarms before the run was ended by the operator. The system generates the ¿cells were detected in plasma line from centrifuge¿ alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures indicating that more cells than expected are going by the detector. In this procedure, the first ¿cells were detected in plasma line from centrifuge¿ alarm occurred approximately 3 minutes into the procedure and then again, several minutes later. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, patient related physiology or hemolysis may have occurred. For this case, analysis indicates that the cause may be a combination of the entered patient hematocrit was too low and likely patient related. Review of the available aim image showed that cells/hyperviscous plasma are near the top of the interface and that the interface was higher than expected; this likely was the reason cells may have exited the plasma line. This also indicates that cells may have not been settling properly and exited the plasma line possibly due to the patient¿s disease state. The operator did lower the inlet flow rate from 142ml/min to 80ml/min as recommended on the alarm screen to attempt to address this issue. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen. Increasing the patient hematocrit would help if the patient¿s hematocrit was entered too low and the interface was not properly set up. Considering the combination of these signals, the cause of the issues and alarms in this procedure is most likely due to inaccurate hematocrit data entered into the system along with the disease state of the patient. The customer provided several photographs relating to the 3 tpe procedures carried out. Visual examination of the photos of the remove bags revealed the presence of rbcs in plasma. The photos confirmed there was separation of the blood components. A lot history search confirmed there were no similar occurrences on lot 1912033130 reported worldwide. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported hemolysis during therapeutic plasma exchange (tpe) on three different procedures on a covid-19 positive patient with hypercoagulopathies. For the patient, there were microaggregates resulting in plasma hyperviscosity, with difficulty to maintain flow rates on the optia. The customer experienced blood component separation in the channel and they were unable to maintain inlet flow rate >30ml/min with persistent red blood cell (rbc) detector alarms. This report is for the third of the three procedures. Per the customer, there was no serious injury and no medical intervention was required for this event. Patient information is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation is in process. A follow up report will be provided.

Event description:
The customer declined to provide patient identifier and age due to privacy concerns.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h10. Root cause: a definitive root cause for the rbc spillover could not be determined. Review of the rdf associated with the procedure performed on the 6th june confirmed the occurrence of two ¿cells were detected in plasma line from centrifuge¿ alarms before the run was ended by the operator. The system generates the ¿cells were detected in plasma line from centrifuge¿ alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures indicating that more cells than expected are going by the detector. In this procedure, the first ¿cells were detected in plasma line from centrifuge¿ alarm occurred approximately 3 minutes into the procedure and then again, several minutes later. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, patient related physiology or hemolysis may have occurred. For this case, analysis indicates that the cause may be a combination of the entered patient hematocrit was too low and likely patient related. Review of the available aim image showed that cells/hyperviscous plasma are near the top of the interface and that the interface was higher than expected; this likely was the reason cells may have exited the plasma line. This also indicates that cells may have not been settling properly and exited the plasma line possibly due to the patient¿s disease state. The operator did lower the inlet flow rate from 142ml/min to 80ml/min as recommended on the alarm screen to attempt to address this issue. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen. Increasing the patient hematocrit would help if the patient¿s hematocrit was entered too low and the interface was not properly set up. Considering the combination of these signals, the cause of the issues and alarms in this procedure is most likely due to inaccurate hematocrit data entered into the system along with the disease state of the patient.